Manufacturer narrative:
Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. The complaint event could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis optiblue itec preloaded 1-piece iol (model pcb00v) was implanted in patient¿s operative eye which caused anterior capsular tear, this lens was removed and replaced with another lens of same model. The second lens was placed which caused posterior capsule rupture. The second lens was removed and replaced with 3-piece lens. No further information provided. This report will capture information for first lens. A separate report is being submitted for the second lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.